Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was bent. Visual summary analysis of the catheter indicated damage during use. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to being used the physician and scrub tech noticed "the tip of catheter was not functioning normally." The catheters were not used and alternate catheters were utilized without incident. Once returned to the manufacturer the catheters were analyzed. The catheters subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.